Event description:
The patient reported experiencing elevated blood glucose in 2007. She stated that a few hours after changing her infusion set, her blood glucose measured "hi" (above 500 mg/dl) on her blood glucose monitor. The patient was instructed to disconnect from her infusion site and to perform a bolus. The infusion device delivered insulin properly. The patient was instructed to remove her infusion site and she stated that the cannula was bent in an "l" shape. Upon follow up, the patient stated that she was doing very well. The patient did not require medical assistance from a healthcare professional or second party to address the tissue. Product was requested to be returned for evaluation.